Event description:
It was reported that during a subsequent follow-up visit, post paced oversensing was observed again. Further reprogramming was performed. Patient was asymptomatic.

Event description:
It was reported that an asymptomatic patient presented in clinic with post-paced t-wave oversensing as noted on a stored egm. The oversensing was not reproducible in clinic and the device was reprogrammed. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.